Event description:
User facility medwatch states: tip of the supera stent delivery device broke off inside the sheath after deployment. It was not retained in the patient per reports. Additional information received from the account confirms that the procedure was to treat a right superficial femoral artery proximal covering the ostium artery. Pre-dilatation was performed using a 4x100mm armada balloon. A supera stent was advanced to the target lesion without any resistance. The supera stent was being deployed, but the proximal end did not release from the deployment device. It was noted then that the tip broke off inside the sheath. The device was entirely removed via the destination sheath. The delivery system was removed under fluoroscopy. Nothing remained in the patient anatomy. Another supera stent was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Attachment medwatch report #(B)(4).

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interactions with the anatomy resulted in the ratchet being unable to properly engage and fully release the stent from the delivery system; thus resulting in reported activation failure/ deployment failure. During removal, manipulation of the device/interactions with the sheath resulted in the reported material separation/noted device damages (separated inner member/tip jacket, multiple bent distal sheath/catheter shaft). There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.d4: part number was updated from s-50-100-120-p6 to s-50-120-120-p6.